Manufacturer narrative:
(B)(4). Correction: distributor added. The analysis was performed by asahi intecc. Co. Ltd: based on the information provided, it is presumed that the perforation occurred during the advancement of the confianza guide wire through the heavily calcified chronic total occluded (cto) lesion and that the guide wire was trapped by the vessel wall; and when it was pulled back, hemorrhage was noticed. The tip separation was thought to be due to sharp contact with the edge of the support catheter that was advanced further distally to facilitate safe withdrawal of the confianza, of which the tip might have bent during the attempt to cross. The warnings section of the instructions for use (IFU) states: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal guide wire tip and its location in the vessel are visible during wire manipulation. Separation or breakage of the guide wire and damage to a vessel, including possible vessel perforation are listed in the IFU as potential adverse events. Although device investigation of the subject confianza could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the obtained information, the investigation determined the difficulties to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. (B)(4). Abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that during the procedure to treat a heavily calcified chronic total occlusion (cto) in the left anterior descending (lad) coronary artery, with a non-abbott support catheter in place, a confianza guide wire was advanced past the cto without issue. When pulling the confianza back slightly to position the wire, some resistance was felt against the vessel; it was noted that the tip of the confianza had perforated the vessel. Protamine (20mg) medication was given to the patient. The support catheter was then advanced further distally over the confianza to facilitate safe withdrawal of the guide wire, however, during the advancement without resistance, the distal 10mm of the confianza tip was sheared off (separated) by the support catheter. The patient then experienced transient st elevation that self-resolved. The confianza wire was then withdrawn without resistance with the confianza tip remaining embedded in the vessel. The patient was transferred for coronary artery bypass graft (CABG) surgery. The lad was bypassed and the confianza tip remains sealed off in the bypassed lad. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.